Event description:
It was reported that there is an item missing from the epoca set. The doctor requested the epoca set for a patient with humeral fracture. After cables and fiber wire were inserted the doctor asked for the implant. While preparing the implant it was noted that the center item was not on the set. The doctor removed everything that was implanted and closed the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.